Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Part and batch information remains unknown at this time. Awaiting additional information.

Event description:
"It was reported that on an unknown date, there is a 4 level acdf. The screw backed out of plate, patient will need a revision surgery. A revision surgery will need to take place."